Event description:
The finetuner echo sn (B)(6) was returned to service and repair. No injury has been reported.

Manufacturer narrative:
Conclusion: during device investigation a failed capacitor was detected which was likely the reason for the return of the device to service repair. Electrical inspection could not be performed because of the observed malfunction. This is a final report.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The finetuner echo sn (B)(4) was returned to service and repair due to not functioning.